Event description:
It was reported in a post market clinical study that approximately six months post breast brachytherapy treatment, a breast seroma was detected on ultrasound. Surgical intervention was performed and the event was resolved. Then, approximately 18 months post therapy, fat necrosis in the breast was identified. There was no treatment for the necrosis. The pt continues to be monitored and followed up in the study.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device was discarded by the user facility; therefore, it is not available for evaluation. The event investigation is currently underway.